Event description:
The customer reported to beckman coulter (bec) a leak under the coulter lh 500 hematology analyzer. The volume of the leak is unknown and was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags in relation to this incident. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that the source of the leak was a cut tubing at pinch valve (pv) 43. The fse replaced the affected tubing, resolving the leak. The cause of the leak was a cut tubing at pv43. (B)(4).